Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding electronic assemblies including keypad flex connector causing an electrical short including no button response. Unable to download unit using thmp software due to unresponsive buttons. Unable to confirm 61=stuck key alarms or battery related anomalies due to unresponsive buttons. Unit was also received with scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube) and pillowing keypad overlay. In conclusion, customer allegation was confirmed, unit was received with unresponsive button due to corroded electronic assemblies including keypad flex connector. Unable to confirmed battery related anomalies due to unexpected buttons and unable to download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Keypad anomaly/stuck button alarm customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue using the device.